Event description:
The manufacturer received a voluntary medwatch (mw5105546) in which it was alleged by headache, irritating cough, airway congestion. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.